Event description:
Case description: this serious solicited report from turkey was reported by a consumer as "pressing the injection button on the novopen 6, there was no medication output from the needle tip(device failure)" with an unspecified onset date , "issue was identified as being caused by the plunger not returning properly(device component malfunction)" with an unspecified onset date , "hospitalization due to deterioration in general condition(general physical health deterioration)" with an unspecified onset date , "the blood glucose level measured on (B)(6) 2025, was 473 mg/dl(blood glucose increased)" beginning on (B)(6) 2025 and concerned a 709 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes mellitus", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date and ongoing for "dm", current condition: dm, hypertension, bed ridden, vascular parkinsonism (had a blank stare, fatigue, and muscle stiffness), infection (detected in the patient's urine, crp, and sedimentation tests) historical condition: heart failure, colon cancer, thyroid cancer procedure: bypass surgery. A simultaneous test with a new needle was conducted, and the issue was identified as being caused by the plunger not returning properly. The problem with the pen was resolved on the same day. Therefore, there was no medication loss or underdosing. The patient's relative stated that they are a healthcare professional and trained in administering the medication. The patient continues her routine, and there have been no changes in her diet or exercise program. On 21-may-2025 the blood glucose (blood glucose) level measured was 473 mg/dl. On unknown date in 2025 the last measured fasting blood sugar(blood glucose) levels were between 90 and 140 mg/dl action taken to ryzodeg penfill 100 u/ml was reported as no change. The outcome for the event "pressing the injection button on the novopen 6, there was no medication output from the needle tip(device failure)" was recovered. The outcome for the event "issue was identified as being caused by the plunger not returning properly(device component malfunction)" was recovered. The outcome for the event "hospitalization due to deterioration in general condition(general physical health deterioration)" was recovered. On jun-2025 the outcome for the event "the blood glucose level measured on 21-may-2025, was 473 mg/dl(blood glucose increased)" was recovered. Investigational results: novopen 6: batch number :nvgbc00 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Ryzodeg penfill; batch number:rs6mx60 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the following information was updated -medical history of patient updated (vascular parkinsonism, infection) - lab data fasting blood glucose added - suspect ryzodeg dosage regimen wqs updated - all events outcome updated to recovered - event blood glucose increased stop date updated -is non-reportable cand malfunction hanged to no -investigational results updated -expected date of fu report removed and final report ticked in EU/ca tab -imdrf codes updated in device addendum tab -narrative updated accordingly. Final manufacturer comment: 18-jul-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. References included: reference type: e2b company number reference ID#: tr-novoprod-1440065 reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: reference notes: medwatch 3500a MFR. Report number h3 continued: evaluation summary novopen 6: batch number :nvgbc00 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination.

Event description:
Pressing the injection button on the novopen 6, there was no medication output from the needle tip [device failure], issue was identified as being caused by the plunger not returning properly [device malfunction], the blood glucose level measured on (B)(6) 2025, was 473 mg/dl [blood glucose increased]. Case description: study ID: (B)(4) -innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 155 cm. Patient's weight: 60 kg. Patient's bmi: 24.97398540. This serious solicited report from turkey was reported by a consumer as "pressing the injection button on the novopen 6, there was no medication output from the needle tip (device failure)" with an unspecified onset date , "issue was identified as being caused by the plunger not returning properly (device component malfunction)" with an unspecified onset date , "hospitalization due to deterioration in general condition (general physical health deterioration)" with an unspecified onset date , "the blood glucose level measured on (B)(6) 2025, was 473 mg/dl (blood glucose increased)" beginning on (B)(6) 2025 and concerned a 709 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes mellitus", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) (dose, frequency & route used-unk) from unknown start date for "dm". Dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: current condition: dm since 33 years, hypertension since 33 years, bed ridden for 5 years historical condition: heart failure 5 years ago, colon cancer, thyroid cancer procedure: bypass surgery in 2010. On an unknown date, when pressing the injection button on the novopen 6, there was no medication output from the needle tip. During the conversation, they explained that on (B)(6) 2025, patient had been hospitalized in the palliative care unit due to a deterioration in general condition and was discharged on (B)(6) 2025, after 13 days of inpatient treatment. A simultaneous test with a new needle was conducted, and the issue was identified as being caused by the plunger not returning properly. The problem with the pen was resolved. The relative stated that they do not know the names of the medications the patient takes daily. On (B)(6) 2025, the blood glucose (blood glucose) level measured was 473 mg/dl. Batch numbers: novopen 6: ryzodeg penfill 100 u/ml: rs6mx60. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "pressing the injection button on the novopen 6, there was no medication output from the needle tip (device failure)" was unknown. The outcome for the event "issue was identified as being caused by the plunger not returning properly (device component malfunction)" was unknown. The outcome for the event "hospitalization due to deterioration in general condition (general physical health deterioration)" was unknown. The outcome for the event "the blood glucose level measured on (B)(6) 2025, was 473 mg/dl (blood glucose increased)" was not reported. Reporter's causality (novopen 6) pressing the injection button on the novopen 6, there was no medication output from the needle tip (device failure): unknown. Issue was identified as being caused by the plunger not returning properly (device component malfunction): unknown. Hospitalization due to deterioration in general condition (general physical health deterioration): unknown. The blood glucose level measured on (B)(6) 2025, was 473 mg/dl (blood glucose increased): unknown. Company's causality (novopen 6) pressing the injection button on the novopen 6, there was no medication output from the needle tip (device failure): possible. Issue was identified as being caused by the plunger not returning properly (device component malfunction): possible. Hospitalization due to deterioration in general condition (general physical health deterioration): unlikely. The blood glucose level measured on (B)(6) 2025, was 473 mg/dl (blood glucose increased): possible. Reporter's causality (ryzodeg penfill 100 u/ml). Pressing the injection button on the novopen 6, there was no medication output from the needle tip (device failure): unknown. Issue was identified as being caused by the plunger not returning properly (device component malfunction) unknown. Hospitalization due to deterioration in general condition (general physical health deterioration): unlikely. The blood glucose level measured on (B)(6) 2025, was 473 mg/dl (blood glucose increased): unknown. Company's causality (ryzodeg penfill 100 u/ml). Pressing the injection button on the novopen 6, there was no medication output from the needle tip (device failure): possible. Issue was identified as being caused by the plunger not returning properly (device component malfunction): possible. Hospitalization due to deterioration in general condition (general physical health deterioration): unlikely. The blood glucose level measured on (B)(6) 2025, was 473 mg/dl (blood glucose increased): possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Company comment: general physical health deterioration is assessed as unlisted event; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in ryzodeg penfill. Relevant information on definitive diagnosis, treatment given, action taken with ryzodeg penfill and outcome of the events are unavailable for complete causality assessment. General physical health determinations could be related to poor glycaemic control. Patient's underlying medical condition of diabetes mellitus, hypertension, prior history of heart failure and multiple cancerous conditions are significant contributing factors for the development of reported event of general physical health deterioration. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".